Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that a surgeon performed a revision on patient's knee due to infection. A size 9 12mm cr flex insert was exchanged. Company rep reports that primary implant was approximately 10 years ago.